Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07252. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, when pulling the device out of the patient's body after rotablation was completed, it was noted that the burr became stuck with the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device for this complaint with the rotawire for the related compliant. Majority of the wire was received separately in the bag and not inside the rotablator device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. Visual examination revealed that the sheath and coil were cut off 2.5cm distal of the strain relief. The air hose, fibre optic cable and drip line were also cut-off, when received. The advancer and burr catheter housings were detached and then the handshake connections. When the handshake connections were detached, it was noticed that the rest of the rotawire was received inside the advancer and coil up to the cut end. The wire was removed with no difficulties. The rotawire used in the procedure was used for functional testing. The wire was inserted into the annulus of the device and advanced; however, the wire won¿t pass the cut of the coil. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07252. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, when pulling the device out of the patient's body after rotablation was completed, it was noted that the burr became stuck with the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after completing the rota procedure, the burr was attempted to be removed with the wire kept inside the patient's body. During removal, it was noted that the burr became stuck with the rotawire while inside the guiding catheter. To remove the burr completely without removing the rotawire, the driveshaft coil and the rotawire located near the catheter housing of the burr were cut. The distal side of the burr that was cut was removed from the wire successfully and the procedure was then completed.